Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged, as well as needle holes over the needle guard. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was also noted on the stator. Biological debris was noted on the cam mechanism, on the spring, and the ruby ball. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 30th june 2001. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via vp-shunt on (B)(6) 2001 when the patient was teenager. The initial setting was 70 mmh2o. It was reported that the patient developed hydrocephalus from congenital toxoplasmosis. On (B)(6) 2017 the patient visited the hospital due to nausea, vomitting and clouding of consciousness. It was reported that the pressure setting was not able to be changed. The current setting is at 70mmh2o. A revision surgery was performed with hakim valve ((B)(4)) on (B)(6) 2017. It was reported that it was the fourth time the valve was revised. The abdominal catheter and lumber catheter were remained and used with the revised valve. The patient is under monitoring. No further information was provided by hospital.